Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, e1 (site country), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings and investigation conclusions), h10. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. Fse found no errors in the error log regarding fiber optic module. The fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump unit is having issues reading fiber optic balloon catheter . No patient harm reported